Event description:
Related manufacturer reference number: 2017865-2022-08418. Related manufacturer reference number: 2017865-2022-08419. It was reported that the patient was admitted to the hospital with vegetation found on the right ventricular lead. The pulse generator, right atrial, and right ventricular leads were explanted due to infection. The patient was in stable condition.